Event description:
It was reported that the patient presented during implant procedure. Upon positioning the lead, high pacing impedance was observed. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported high pacing impedance was not confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.